Manufacturer narrative:
Qn# (B)(4). The customer returned a single-lumen PICC for investigation. Visual examination of the returned PICC revealed the catheter body was intentionally cut. The separated portion of the catheter body was not returned. After the sample failed functional testing the extension line was microscopically examined. A small slit was detected near the distal luer hub. The slit was smooth and straight, indicating the lumen came into contact with a sharp object (scalpel , scissors, needle, etc.). The returned catheter contained a small slit in the extension line 6 mm from the distal luer hub. The catheter body total length from the juncture hub to the distal tip measured 3 1/8" which indicates that at least 19 3/4" of the catheter body was not returned per the catheter graphic. The inner diameter of the distal extension line measured to be 0.057" which is within specifications of 0.055" - 0.059" per distal extension line extrusion drawing. The distal extension line outer diameter measured .095" which is within the specification limits of .093"-.097" per distal extension line extrusion graphic. This indicates that the wall thickness measured within specifications. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "attach pre-filled saline syringe, if provided, or other syringe to sidearm and flush distal lumen with sterile saline solution. Leave syringe in place." The lumen was flushed using a water-filled lab inventory syringe. A small leak was detected in the extension line near the distal luer hub. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "do not withdraw tissue dilator until the sheath is well within vessel to reduce the risk of damage to sheath tip." The customer report of a catheter leak was confirmed by complaint investigation of the returned sample. The distal lumen contained one small slit. The slit was smooth and straight, indicating the lumen came into contact with a sharp object (scalpel, scissors, needle, etc.). The sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer complaint reports "catheter was leaking somewhere, hub or on the clear tubing after the hub.". No patient harm reported. No medical intervention required.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer complaint reports "catheter was leaking somewhere, hub or on the clear tubing after the hub". No patient harm reported. No medical intervention required.